Manufacturer narrative:
Initial reporter additional phone#: (B)(6). Investigation summary: "a device history record review was performed for provided lot number 0043481. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 1 physical sample and 2 picture samples were received for evaluation by our quality team. Through examination of the sample, the syringes had no tip cap and was tested for sustaining force and the result was within specification and the reported defect was not observed. Based on the investigation results, a cause for this reported incident could not be identified. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends."

Event description:
It was reported that one bd saline vascular access flush had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported that staff is having issues priming/flushing. Per attached note on bag: trifurcate not flushing had to go through couple before one worked. Please advise what additional information is needed."